Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event.

Event description:
Physio-control quality engineers are investigating reports of no dc operation on lifepak express devices. Physio-control's failure analysis center identified "tin whisker" growth on connector p506 of the switch flex assembly as the root cause. The investigation is ongoing.